Event description:
A distributor contacted stryker to report that a customer¿s device had no power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted stryker to report that a customer¿s device had no power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. Further investigation revealed that the pad-pak was depleted beyond any use, with each individual cell severely depleted. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status led and failure chirp. No fault was identified with the AED that would have resulted in the depletion of a pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.